Manufacturer narrative:
The user was prescribed antibiotics and reports that all symptoms have now resolved.

Event description:
On (B)(4) 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted.